Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to go through the load fill tubing sequence multiple times. Customer's blood glucose was 132 mg/dl. Ultimately, customer was able to complete load sequence and resume insulin delivery.